Event description:
On or about (B)(6) 2021, patient's port was removed by dr. (B)(6), , md at (B)(6), ohio due to suspicion of infection after positive blood cultures were drawn.

Manufacturer narrative:
The manufacturer conducted a documentary review: product met specifications per documentary review. Without returned. Product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).